Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was mildly tortuous in the proximal to mid right coronary artery (rca). The physician attempted to cross the lesion with a taxus express2 2.5 x 12 mm stent, however, could not cross the lesion. Consequently, the taxus stent was never deployed. After the removal of the taxus stent it was noticed that the stent struts were lifted. No pt injuries or complications were reported. The physician then decided to predilate the lesion with a 2.5 x 9 mm maverick balloon. After predilation, the procedure was successfully completed with another taxus express2 2.5 x 12 mm stent. Pt status is reported as "satisfactory/good."